Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was "symptomatic". A possible atrial sensing and atrioventricular conduction mode switch issue was noted. The leadless implantable pulse generator (ipg) will be reprogrammed and remain in use. No further patient complications have been reported as a result of this event.